Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with pre-syncopal symptoms. The device exhibited non-sustained vt episode, which a fine baseline signal was oversensed causing inhibited pacing and symptoms. No myopotential oversensing was observed during testing. Patient had three syncopal events and presented to the cath lab. Patient is pacemaker dependent. On (B)(6) 2017, patient underwent a procedure, switching the pace/sense portion of the rv lead for the pace/sense portion of the lv lead in the device header. There were no issues post-procedure.